Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 553 mg/dl; cause was not known. Reportedly, a correction bolus via the pump was delivered and a manual insulin injection were used to address bg. Additionally, it was reported that the pump time was incorrect. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy.